Event description:
Procedure type: esophagectomy. According to the reporter: at the first firing, the green button was pressed but the instrument did not fire. Another reload was used, but the same incident occurred. They attempted to fire the first cartridge again, but it would not fire. Patient age, weight and gender not provided. The operating time was not extended. There was no additional tissue resection. There was no tissue damage. Nothing fell into the patient cavity. There was no bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).